Event description:
Consumer says that she has broken a tooth while flossing with one of our flossers and now has significant dental bills.

Manufacturer narrative:
This event is being reported because the loss of a tooth is considered a serious injury (disability or permanent damage). The dental health of the consumer is unk, and this incident has not been confirmed by a medical professional. The MFR has requested the product from the consumer in order to do an investigation, and after repeated attempts has not received any response from the consumer. No lot number or other identifying info was given, and we are unable to confirm that the device in question is ours. Until more info is forthcoming, we consider this incident to be closed.